Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp office was unable to reproduce the error message. The device was working normally when the patient was seen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient just received the implant on (B)(6) 2017 and they needed to be hooked up. The patient did not feel stimulation and didn¿t feel that it was working so they checked it 2 days after the report and received a poor communication screen. The patient mentioned that they were implanted on the left side and they had a pacemaker on the right however the bandage was on the right. The patient¿s husband was going to try to check the device however when they placed it over the site on the right side the patient left and did not return. The patient was redirected to their healthcare provider to clarify which side the implant was on. The patient inquired about safety if the stimulator was implanted on the same side as their pacemaker. No further complications were reported.